Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided as it is not taken at the time of the appointment.

Event description:
It was reported that the patient experienced inflamed in lower anterior tissue area both facially and lingually." It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaints for this material lot. Lot# e-pro 4.0-11703 (erkoloc-pro) was manufactured from august 31, 2021 and was assigned an expiration of august 2024. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator reviewed the returned device. An upper splint was returned in the original case. The results were summarized: roughness - the flange was smooth; internal/external aspects were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device appeared clear/transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 4.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per the reported information, the patient cleaned the device with cold water and antibacterial soap. Supplier erkodent reviewed the incident details and determined an allergic reaction could not be ruled out. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0) · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Event description:
Update: questionnaire received on 2-2-22. The device was delivered to the patient on (B)(6) 2021. This is also when the patient first used the device. The reaction occurred on (B)(6) 2021. The patient experienced inflamed gingiva on the lower anterior of the lip. However, the patient discontinued the device on and (B)(6) 2022 and resolved 24 hours later. There was no medical intervention needed. The patient has allergies to absorbable sutures. But the patient has not seen an allergist at the time of this report. With regard to the device: the patient cleaned the device with cold water and antibacterial soap. The provider rinsed the device with warm water prior to delivery to the patient.

Manufacturer narrative:
Update: questionnaire received on 2-2-22 providing additioanl information.

Manufacturer narrative:
Additional information: b3 correction: b2, h6 CAPA: 23-006 manufacturer reference: (B)(4).

Manufacturer narrative:
Additional information: e1, h6. Corrected information: g1. Type of investigation code 3331 and investigation conclusions 22 reported in the previous report but not indicated as additional information in h11. CAPA ca-00016. Manufacturer reference: (B)(4).